Event description:
It was reported that the customer was unable to charge the pump using the tandem charging pad and tandem wall adapter. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and charging pad. There was no adverse impact to the customer¿s blood glucose value.